Event description:
During routine administration of IV fluids, pump was overinfusing at a rate different than the set rate. Floor nurse noticed that the IV bag was empty several hours prematurely. Pt is fine.